Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a physician via email to our local affiliate (B)(4)). Initial and f/u info received on 4/13, 4/16, 4/20 respectively were processed together. This case involves a (B)(6) female pt who received one treatment of poly-l-lactic acid (sculptra) therapy on an unk date. The physician used 5 ml of water for injection in the dilution process (5 ml of water + 1 ml of poly-l-lactic acid = 6 ml total). Relevant medical history and concomitant medication info were not mentioned. Approx one year after receiving poly-l-lactic acid therapy, the pt experienced nodules in all locations that she received poly-l-lactic acid application (malar region and mentalis). The reporter mentioned that the malar nodules were not visible, but only palpable, but the mentalis nodules were visible as well. Oral prednisone was prescribed as corrective treatment and the nodules began to decrease. The physician tapered the dose of prednisone from 20 mg to 10 mg with signs of improvement. The physician then decreased the dose to 5 mg and introduced clobetasol topically, however, the nodules started to enlarge. The physician plans on applying triamcinolone intra-lesionally in the future. At the time of this report, the event remains ongoing.

Manufacturer narrative:
(B)(4). It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved mfg batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Reporter's causality assessment: not provided. Addendum for f/u info received on 5/26/09: attempts to contact the reporter have been unsuccessful.